Manufacturer narrative:
E1: reporter facility name: (B)(6). E1: reporter phone number: (B)(6). H3: one device was received for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log review confirmed that there was a record of continuous high-pressure alarms during pump operation on 11-july-2024. Functional tests were performed. The reported issue was not duplicated as the pressure detection level was within standard. The root cause of the problem could not be determined. As a result, the upstream occlusion sensor (uso) will be preventatively re-calibrated. The device then passed all functional tests.

Event description:
It was reported that an alarm occurred when attaching the cassette to the pump, and it could not be used. There was no patient involvement.